Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. No restart detection was observed in the data. The probable cause could not be determined via data.